Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the log file provided by the account confirmed a low speed event. Although a specific cause for this event could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding appeared consistent with a potential driveline issue. The submitted log file contained data from 11aug2020 through 03sep2020. The pump operated with stable parameters until the end of the file, when the pump momentarily struggled to maintain the set speed. The observed low speed events occurred while the patient was supported by the mobile power unit. The patient remains ongoing on heartmate ii lvas. No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad coordinator noted one entry in the system history where the pump did not stay at the set speed. Log file analysis confirmed a speed drop. The hospital took x-ray scans of the internal and external part of the driveline and the patient was readmitted to the hospital for further evaluation. The pump maintained the set speed after admittance. A non-grounded patient cable was requested to prevent speed drops once the patient is discharged.